Manufacturer narrative:
The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Adverse events: clinical evaluation of juvederm voluma xc treatment site responses reported by less than or equal to 5 percent of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in less than or equal to 1 percent of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%) and syncope (0.4%). Other safety data. Post-market surveillance. Juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009. As of (B)(4) 2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than or equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received; inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities.

Event description:
Pt reported immediately after injection in the cheeks with unspecified voluma they developed inflammation. Approximately one month after symptom onset, pt was prescribed "antibiotics", hyaluronidase, and a medrol dosepak. Additional information provided by the healthcare professional clarified pt was specifically injected with 2 syringes of juvederm voluma xc, "1 syringe per cheek". The antibiotic the pt was prescribed was clindamycin. Symptoms resolved about two weeks after treatment was prescribed.